Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing noise. An electrode fracture as suspected and the patient was brought in for troubleshooting. The device was programmed to the primary sense vector at the time of the episode. Technical services discussed the noise was consistent with changes in the impedance pathway of the sensing vector, which could be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. X-rays were recommended, and additional troubleshooting steps were provided, to rule out an issue at the sense b node. The primary and alternate vectors share the same sense b ring. For this reason, changing the vector to secondary could resolve the issue if appropriate sensing is observed and no noise is provoked. No adverse patient effects were reported. The device and electrode remain implanted and in service. Troubleshooting was performed, and the artifact was reproduced in the primary and alternate vectors. Impedance measurements were normal in all vectors. No noise was produced in secondary, but smaller r-wave amplitudes were observed and this would likely result in smart pass becoming disabled. X-rays showed good insertion of the terminal pin into the device header; however, an acute lead curvature was observed at the exit of the device header. No clear evidence of an electrode anomaly. Technical services discussed monitoring considerations, or the physician could replace both the device and electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing noise. An electrode fracture as suspected and the patient was brought in for troubleshooting. The device was programmed to the primary sense vector at the time of the episode. Technical services discussed the noise was consistent with changes in the impedance pathway of the sensing vector, which could be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. X-rays were recommended, and additional troubleshooting steps were provided, to rule out an issue at the sense b node. The primary and alternate vectors share the same sense b ring. For this reason, changing the vector to secondary could resolve the issue if appropriate sensing is observed and no noise is provoked. No adverse patient effects were reported. The device and electrode remain implanted and in service. Troubleshooting was performed, and the artifact was reproduced in the primary and alternate vectors. Impedance measurements were normal in all vectors. No noise was produced in secondary, but smaller r-wave amplitudes were observed and this would likely result in smart pass becoming disabled. X-rays showed good insertion of the terminal pin into the device header; however, an acute lead curvature was observed at the exit of the device header. No clear evidence of an electrode anomaly. Technical services discussed monitoring considerations, or the physician could replace both the device and electrode.